Event description:
Spectranetics equipment failure. We noticed a defect in the functioning of the spectranetics intravascular ultrasound catheters by philips. The construction of the catheter uses an over the wire design with a horizontally-oriented main point with a central lumen, and an obliquely oriented-point that is traditionally used as the pressure point for inflation when this type of catheter is used for balloon construction manufacturing. In the intravascular ultrasound catheter, this obliquely angled port becomes the electronic signal port for transmitting the ultrasound wave information to the system. We had several instances where we unpackaged the catheter, flushed it appropriately as per preparation requirements, performed calibration prior to loading it on the wire and advancing the catheter into the body to perform intravascular measurements. On several occasions upon advancing the catheter to the body, we were unable to see images or any visualization. In one instance, we noticed that, while the catheter was still in the body, we saw blood in the port supporting the electronics for signal transmission. We were surprised at this, because we knew that the blood could interfere with the signal transmission. It is probable that this presence of blood caused the imaging failure resulting in no images on the screen. Furthermore, the proper manufacturing of the device should only permit blood in the horizontally oriented port containing a central lumen which guides the wire into the body. Additionally, the electronics should be sealed from any liquids or solutions - including bodily fluids. This scenario occurred in the middle of the procedure while the patient was on the operating room table under sedation with moderate anesthesia. This allowed us this caused us to have to approve abruptly. Discontinue the procedure without completing our ultrasound evaluation while the patient had catheters and wires in the body. We had to explain to the patient that our evaluation was incomplete and that they would need a additional invasive procedure to complete our evaluation when the equipment was functional and available. We notified philips to seek replacement of the defective product and for resolution of the matter impacting patient safety. However, philips failed to replace the defective product or offer any meaningful resolution. Reference report: mw5116098.